Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump had minor scratches on display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump alarmed. Customer's blood glucose is 122 mg/dl. She said insulin is squirting out during the manual prime process. The device was not dropped. The drive support cap appears normal. Customer was advised the alarm was due to the force sensor not detecting the reservoir during seating. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.